Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon than tried to use a 52mm liner but it didn't fit. He opted for a traditional 32mm liner with a hood and a 32mm head. There was no delay or surgery or adverse consequences.

Manufacturer narrative:
An event regarding seating and locking issues involving a constrained acetabular inserts was reported. The event was confirmed. Method & results: device evaluation and results: the surface of the od was returned damaged, confirming the event. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that damage is most likely caused by incorrectly placing the liner into the shell during implantation.

Event description:
Surgeon than tried to use a 52mm liner but it didn't fit. He opted for a traditional 32mm liner with a hood and a 32mm head. There was no delay or surgery or adverse consequences. Update: surgeon implanted a 50mm liner and than implanted the 22mm head on the stem and reduced it. He noticed the liner wasn't secure and kept popping out of the cup. That is also when he noticed the locking wire was broken. Surgeon than tried to use a 52mm liner but it didn't fit. He opted for a traditional 32mm liner with a hood and a 32mm head. There was no delay or surgery or adverse consequences.